Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-13-2024 patient reported that infusion set cannula was kinked within 3 hours of insertion. Patients's blood glucose at the time of event was noticed 201 mg/dl patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.